Event description:
Reference MDR #3006425876-2009-00063 for the first event involving the same pt. It was reported that a second attempt was made. Upon insertion, the introducer needle broke without the use of extra force. The broken needle was withdrawn via tweezers. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.